Event description:
The complainant reported that a patient that needed automated impella controller (aic) to aic transfer. When transferred to nyu console, placement signal not reliable alarm appeared, no placement signal visible and impella defective alarm. Motor current was within normal limit, patient noted hemodynamically stable. Pump was unplugged and patient placed back into cooper aic. Placement signal not reliable alarm appeared, but motor current normal with the patient being properly supported by 5.5. Patient left on cooper aic.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the aic-pump issue was an eeprom data transmission corruption. This report is being filed as part of a retrospective review of historical records.